Event description:
Caller reported a tandem mobi cartridge alarm occurrence. There was no adverse impact to the customer¿s blood glucose level. The customer will use a backup insulin pump to ensure continued insulin delivery.